Event description:
It was reported that the ventricular lead has high capture thresholds. Since the patient is pacing dependent, testing of the sensing is not possible, but the impedance of the lead is in good condition and there is no noise detected when the pacing is set to unipolar pacing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.